Event description:
Hernia repair with mesh -not laparoscopic- severe bruising and swelling like no medical personnel had ever seen, ER, hospital, md office. Scrotal sac, testicles, swollen 2-3 times size, and literally bruised to a black immediately after surgery. Six hours after outpatient surgery, had grapefruit sized hematoma at surgical site -called and told to "put ice on it". By morning, it had ruptured and the bruising was unbelievable- we took pictures we were so shocked. Severe pain. Seven days in fetal position until readmitted to hospital. CT scan done, and ultrasound of extremely swollen testicles - a mass was identified in testicle "most likely from all the damage in there from surgery" per his surgeon. Repeat ultrasound pending. Two weeks out, a rash began to break out, at first like insect bites, but now full blown like a topographical map - large areas of raised, red, hot whelps, trunk, back, side, elbows severe and horrible looking, more blister-like, some on legs and chest. We are concerned there is an allergic reaction to the mesh or sutures of some kind. Surgeon has been extremely casual about everything - inadequate pain medication, the softball sized swelling, the genital swelling and black bruising, and now the severe rash/hives/whatever it is. Referring him to dermatologist next. Surely, this is some adverse reaction, most likely to the mesh, as he is on very few meds anymore except for benadryl. Severe itching at times. Growing significantly in area covering body, size of whelps, redness, and heat/swelling. This was a minor hernia repair that was not causing problems, but was more preventative. It is also a worker's comp case and we have wondered if that is why it is all being taken so casually - from the first night after surgery until today. We see dermatologist next, but something is seriously wrong and my husband is in danger of losing his job, and we are living off his (B)(6) weekly (B)(6) check. Thanks for listening - dose or amount: one mesh repair; frequency: inserted in surgery; route: unk. Dates of use: (B)(6) 2010; one month. Diagnosis or reason for use: inguinal hernia repair, left side.